Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was received at the plant for an evaluation. The defective unit was tested under water at 0.56 bar of air pressure for leakage and blockage, no defect was observed; hence the reported incident was not confirmed. The cause of the reported condition was not identified.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a vented paclitaxel set in which, after the infusion, the patient found that there was some drug liquid in one of his shoes. Then the nurse checked the set and noted the tubing was leaking. There was patient involvement but no patient injury or medical intervention was reported. No additional information is available.